Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 15.0 mmol/l. The customer stated that there is no significant event leading to the alarm. The customer had supper and took insulin and has couple syringes. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed button error and had intermittent act button response due to corroded keypad traces. The insulin pump has normal operating currents. The insulin pump was monitored and no low battery alert alarms occurred during our testing. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube.